Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, when the surgeon tried to transect the bronchus with the device and a black reload, the staple line did not form well. The surgeon had to suture at every site of transection to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the staple line that did not form; what was the appearance of the deployed staples? - it was an original form, it did not form the b-shape. Were there staples missing from the staple line?- yes. Some of them were in the staple line but others were not in the staple line. Did the device cut?- yes. If the device cut was the cut line complete?- the cut line was complete but not the staple line.

Manufacturer narrative:
(B)(4). Cartridge, drivers. The analysis found that one ecr60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received fully fired. Upon further evaluation the cartridge deck and some drivers were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled sometimes gets damaged. No further functional testing could be performed due to the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.